Event description:
It was reported that the lead was implanted after its use before date (ubd). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected notify date.

Event description:
It was reported that the lead was implanted after its use before date (ubd). The lead is still in use. No patient complications have been reported as a result of this event. An accounting of how the device was implanted has been further provided. It was noted that the representative was at the implant so the notify date was changed accordingly. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.